Event description:
It was reported a 6f angio-seal sts plus device was placed in the right femoral artery post renal artery stenting procedure in 2005. The pt left the hosp in good condition with no hematoma. Three weeks later the pt experienced right leg pain and could only walk 30 meters at a time, the pt underwent another interventional procedure via a contralateral approach. The previous puncture site showed a subocclusive membrane in the common femoral artery (cfa). Proximal to this, in the cfa, thrombus was present. Blood flow was decreased especially in the profunda femoris artery. A nitinol stent was placed. The stent was expanded with good results and the pt was discharged in good condition.